Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient suffered from twiddler syndrome. The right ventricular lead was noted to be dislodged. During lead revision, it was noted that the suture sleeve tie exhibited an anomaly. The lead was explanted and replaced. The patient was fine post operation.